Event description:
A distributor in denmark reported a pixel issue on a pump display affecting the customer's ability to interact with and read the screen. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging a replacement pump and instructing the customer on storage and return procedures, with the customer planning to use multiple daily injections (mdi) as a backup therapy during the transition.